Event description:
There was a catheter breakage at the intraspinous ligament. The pt had good response; in 2006, the pt had a sudden 'fall-off of efficacy'. Workup with a dye study showed a probable break at the intraspinous ligament with no csf delivery of drug. The pt underwent revision of the pump and with the pump 2.5 years out, elected for placement of a new battery and pump device with a larger reservoir. The pt elected to leave a portion of the catheter in place and remove the accessible portion of the catheter only. Surgery confirmed a catheter break across the level of the intraspinous ligament. The pump was programmed to 150 mcg/day (baclofen concentration 500 mcg/ml); the pt recovered without sequela.